Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was shutting off on it's own and then displaying a green progress bar. No additional event or patient information is available.